Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular system kit was received for evaluation. Upon visual evaluation, the tuohy-borst adapter and filter storage tube arrived loaded together. The filter was received deployed with all limbs present and two were crossed. No functional test was performed. Based on the finding, the investigation is confirmed for the reported failure to advance as filter received with deployed outside. However, the investigation is unconfirmed for the reported material puncture issue as no damages was observed in the introducer sheath. A definitive root cause for the reported failure to advance and material puncture issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the arms and legs allegedly got stuck in the sheath. It was further reported that the device allegedly failed to advance. Furthermore, the filter pierced the sheath luer and the blood started flowing out from the pierced hole. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure, the arms and legs allegedly got stuck in the sheath. It was further reported that the device allegedly failed to advance. Furthermore, the filter pierced the sheath luer and the blood started flowing out from the pierced hole. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.